Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and sensor; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing and poise voltage testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported via webform after twelve (12) days of wear with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer was unable to self-treat, requiring treatment by sugar, juice and food by a non-healthcare professional (non-hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported via webform after twelve (12) days of wear with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer was unable to self-treat, requiring treatment by sugar, juice and food by a non-healthcare professional (non-hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.